Event description:
The customer reported that the product was shredding, debris was coming off the sponge and there are free strands of material within the sponge.

Manufacturer narrative:
Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to observe the reported failure. As such, a root cause could not be determined. No actions required at this time. We will continue to monitor related reports to determine if actions are necessary.